Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button was sometimes unresponsive and they had to manually set calibrations. Customer's blood glucose level was unknown. Customer reported that the insulin pump received random no delivery alarms. Customer stated that there was hairline fractured on battery cap and also received bad battery alert. Customer declined to troubleshooting and said insulin pump was working fine for now. Insulin pump will not be returned for analysis.